Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain four of four of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical services representative advised the patient to end therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection and magnification was performed and revealed a hole in the patient line tubing. Functional testing, including leak testing, clear passage test, clamp function test, and device-device interaction testing (sample ran on machine), was performed and revealed a hole in the patient line tubing. The reported condition was verified. The cause of the reported condition was determined to be from a hole in the patient line tubing. Should additional relevant information become available, a supplemental report will be submitted.